Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was received showing non-sustained rv oversensing due to post-paced t wave oversensing. Patient was asymptomatic. Programming changes were made. Device remains implanted.